Manufacturer narrative:
A medtronic representative performed an imaging system check-out, imaging modalities, electrical inspection, cable grade, image quality & mechanical inspection areas passed. System inspection test failed. Umbilical was slightly damaged but still functional. Replacement advised. Ups batteries to be replaced as they are not holding the charge long enough when the mobile view station (mvs) is unplugged. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm) on a site's imaging system, found that the universal power supply (ups) batteries need to be replaced as they are not holding the charge long enough when the mobile view station (mvs) is unplugged. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment the medtronic representative replaced the ups. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.